Event description:
It is reported that the patient is experiencing pain and is unable to put weight on knee.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Device history records could not be reviewed as the part and lot numbers are unknown.